Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she was unable to test her blood glucose with a one touch ultra meter because of a meter average/memory issue. The patient indicated that the alleged meter issue started on the day before, at around 9:00 pm. The patient said that she was unable to test with the reported meter. The patient mentioned that when she pressed the "m" button and turned the meter on, she saw her average(s) with three dashes. After pressing the "c" button, she was able to see her previous readings. On an unspecified date/time, the pt remember seeing a result of "257" or 275 mg/dl" in the meter's memory. The actual date/time of when the reported reading was obtained is not known. After seeing the reported reading, the patient drank water. About an hour or so later, the patient saw the result again and concluded that the result was not correct. As a result of the alleged meter issue, the patient reportedly skipped a dose of 20 units humulin-n insulin. Later that same night, the patient developed symptoms of feeling thirsty. It is not known what actions the patient took after developing the symptoms of thirstiness. The next day on original date, at around "3:00 something," the patient visited her doctor and had her blood glucose tested on a doctor's/clinic meter. The patient could not recall what result was obtained. The patient was reportedly treated with oral glucose. During troubleshooting, the patient mentioned that there was an issue with the meter's time. It is not clear if the patient modified the meter's date/time before the alleged started. While speaking to the cca, she was able to perform a blood glucose test with the reported meter and got a result in the "280's" mg/dl. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she was unable to test with the reported meter and as a result she skipped a dose of insulin and later developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.